Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed "no disposable, pump won't run." The pump was turned off, settings were reviewed, and the tubing was clamped at the port site. The cassette was removed and the tubing observed. There was no air or kinks in line. The cassette was tapped on a hard surface and reattached. Upon restart, the alarm persisted. The reservoir volume was 93, rate was 2, and 37.1 was given. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.